Event description:
It was reported the patient experienced pain at the ipg site. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Further information was received indicating this event was a not reportable as the patient did not experience any adverse event related to the device.